Event description:
It was reported that an ilet user experienced a screen responsiveness issue in which the device would power on and display when placed on a charger but could not be unlocked until a force restart was performed via the ilet mobile app, after which normal function was restored and the user could proceed to check for a software update. Symptoms included elevated blood glucose to 336 mg/dl associated with delayed meal announcement. Outcomes included temporary impact on glucose management without need for medical evaluation or hospitalization. Investigation included remote troubleshooting, user-provided device screen image review, and guided force restart with confirmation of resolution. Investigation of this case revealed a transient user interface or software performance issue without physical damage observed, consistent with a recoverable device state resolved by restart. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through corrective action by power cycling.